Event description:
It was reported that there was a post-operative prostheses infection observed after undergoing surgery in which peri-guard was used. Reportedly, an infection where the prosthesis became infected with ¿voluminous abscess¿ was noted. This resulted in a reoperation for partial removal of the product. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, peri-guard was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.